Manufacturer narrative:
Two backlight inverters printed circuit boards (pcb) components were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on one of the backlight inverters pcb. The second root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank gui (graphical user interface) top screen. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.